Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The motor was tested outside of the device and it passed. The displacement test functioned properly. The force sensor zero off set was measured within specification range. No unexpected pump lost configuration or active insulin cleared alert. All buttons functioned properly. No damage in the keypad assembly was noted. No button error alarm was noted during testing. The pump passed the leak test. The test mini link transmitter with the glucose sensor simulator communicated properly to the pump. No unexpected signal not found alert during testing. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer walked through an airport scanner while wearing their insulin pump and that the device was no longer working. The patient's blood glucose at the time of incident was 187 mg/dl. Troubleshooting was initiated and the insulin pump passed the self test; however, the customer recently received a button error alarm. The device had also lost its configuration. The insulin pump will be returned for analysis.